Event description:
Nursing staff started to notice a burning smell in resident's room. They began to check for fire and found the feeding pump was smoking and very hot. Pump was removed from room and sent to biomed. Resident c/o smell but staff was able to air out room in a timely manner. Unit sent to biomed. Battery case was soft, melting and bulging on sides. Biomed found that the unit was supplying 13v to an 8v battery.